Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for paraplegia/spinal cord injury. It was reported that on (B)(6) 2021 end of service (eos) displayed after less than two months of use when the patient tested the battery in the body with a programmer. The ins was defective. On (B)(6) 2021, the patient returned to the hospital where the surgery was performed, and the medical programmer was used to detect the battery in the body, which also showed eos. The patient needed to be provided with a new battery replacement process and preoperative preparations for the second battery replacement, therefore, the ins was replaced on (B)(6) 2021.